Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room (ER) on (B)(6) 2023 and they were subsequently hospitalized for eight days. The customer received intravenous therapy (IV), fluids of saline and dialysis to resolve their low bg. The customer was released from the hospital on (B)(6) 2023, and it is unknown is the customer sustained permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.